Event description:
It was reported that the fluid warmer cassette leaked, causing blood to leak out onto a nurse and the floor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion - disposed of by user facility.